Event description:
Inbound. Pt and emergency room md unnamed reporting patient in the emergency room at (B)(6) university due to cadd legacy pump alarming no disposable. Alarm resolved when cassette was reconnected, emergency room md states patient continues to transition off veletri to uptravi currently. Cadd legacy serial number (B)(6) or (B)(6). Cassette lot number unknown, no further details given.